Event description:
Intractable left tmj pain, unresponsive to splint therapy, physicial therapy, medications, and intra-articular steroid injections. This pt had previously undergone a total left temporomandibular joint arthroplasty in 2004, for treatment of severe left temporomandibular joint pain and dysfunction. Postoperatively, she remained pain free for one year until 02/2005, motor vehicle accident where she sustained acceleration/deceleration injury. She was unresponsive to all known conservative management of her accident, and resultant temporomandibular joint pain and dysfunction, including physicial therapy, occlusal splint therapy, and intra-articular steroid injection. Therefore, in an effort to relieve pain and restore health and function to her masticatory apparatus, it was felt that the prosthesis should be removed. The remainder of her history and physician exam revealed no contraindication to surgery or the planned procedure. The patient was intubated by atraumatic nasal intubation and placed under satisfactory general anesthesia. The surgeons then donned gloves and placed a moist throat pack. The surgeons then applied maxillary and mandibular arch bars utilizing 25 gauge peridontal wires from first molar to first molar. The throat pack was then removed. The head was gently rotated to the right side, and taped to the operating table. The surgeons then shaved the preauricular region. The patient was then prepped with a 5 minute betadine preauricular and left neck prep. The surgeons then scrubbed and gowned in routine fashion. The head was draped with four rectangular towel drapes and a full sheet. The surgeons then incised through the full sheet to expose the surgical field, which was also draped with a bi-drape. The external auditory canal was then packed with bacitracin soaked cotton pellet. The surgery area was anesthetized with marcaine and .5% with 1:200,000 epinephrine. The surgeons then began by making preauricular incision through the previous surgical scar. The surgeons then bluntly dissected down to the zygomatic arch. The prostehsis was identified, and tissue was gently reflected off of the zygomatic arch to the articular eminence. The surgeons then removed 5 of the 2.0 diameter screws and prosthetic fossa was removed. Granulation tissue was excised and submitted for histopathologic evalution to rule-out metallosis. The wound was then packed with a vaginal packing. The surgeons then directed their attention to the risdon approach. Again the prior incision scar was utilized. The surgeons then bluntly dissected through platysma muscle after searching for the marginal mandibular branch of the facial nerve, which was not identified in the surgical field. The prostehsis was then identified. The surgeons removed the remaining screws on the lower prosthesis, and the prosthesis was removed as well. None of the screws were tight, and only one of the top screws on the fossa was challenging to remove. This completed the surgical procedure. The wound was copiously irrigated. The wound was closed in a layered fashion with 3-0 continuous interlocking vicryl suture in the temporalis fascia, 4-0 interrupted chromic gut sutures in the subcuticular tissue, and 5-0 fast absorbing gut sutures in the skin. The surgeons then closed the submandibular incision with 4-0 interrupted subcuticular sutures, and 5-0 fast absorbing gut sutures. The patient was then placed into elastic traction on the left side to maintain class I cuspid relationship with the midlines on. The estimated blood loss: less then 50 cc. Fluids: 1400 cc. Complications: none.